Event description:
It was reported that this patient with this cardiac resynchronization therapy defibrillator (crt-d) presented to the emergency room (ER) with reports of receiving shock therapy. Technical services (ts) was consulted for review with health care professional (hcp). Upon review of electrograms (egm), it was revealed that the patient went into a ventricular tachycardia (vt) storm with either no vt termination post shock therapy or termination with a reentry arrhythmia post shock therapy. It was reported that the patient spontaneously converted on their own. No out of range lead measurements were observed. The hcp administered amiodarone and was to consult with cardiology. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was inspected and analyzed. Visual examination identified no anomalies. The device was able to be interrogated, and a memory download was performed successfully. The device was then exposed to simulated heart load conditions, and the defibrillation and sensing functions were tested. The device operated appropriately, according to its performance specifications with not out of range measurements or interruptions in therapy output. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that this patient with this cardiac resynchronization therapy defibrillator (crt-d) presented to the emergency room (ER) with reports of receiving shock therapy. Technical services (ts) was consulted for review with health care professional (hcp). Upon review of electrograms (egm), it was revealed that the patient went into a ventricular tachycardia (vt) storm with either no vt termination post shock therapy or termination with a reentry arrhythmia post shock therapy. It was reported that the patient spontaneously converted on their own. No out of range lead measurements were observed. The hcp administered amiodarone and was to consult with cardiology. No additional adverse patient effects were reported. It was reported that this device was explanted and return without an allegation.